Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing and pace impedance measurements of greater than 2,000 ohms. There was no pacing inhibition observed. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.